Manufacturer narrative:
The reported event of a white milky substance in the ipg pocket was confirmed. As received, the ipg was encrusted with an unknown white substance and also with instrument marks on the can that were caused by the explant procedure. The ipg passed the auto test and functioned as intended.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg had white film adhered to it and there was a white milky substance in the ipg pocket. Surgical intervention was undertaken, and the system was explanted. During the explant, the patient's lead fractured, and a portion of the lead remains implanted. No further intervention is planned at this time.